Manufacturer narrative:
The service replaced in the interconnect cable. The system operates as intended.

Event description:
The customer stated the 9800 system had poor image quality. No pt injury was reported.